Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. The analysis of the available device data confirmed the clinical observation, the battery status eos had been triggered on (B)(6) 2017. However, the battery is definitely not depleted. The analysis of the available iegms showed noise in all channels. The frequency and morphology of the sensed signals of episode 1 can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. As reported, the patient underwent an MRI scan. The MRI mode was not activated on (B)(6) 2017. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This observation does not represent a battery or hybrid malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data showed that the clinical observation most likely resulted from the reported MRI scan without a prior activation of the MRI mode.

Event description:
Ous MDR - patient underwent an MRI scan on (B)(6) 2017 without informing his cardiologist and biotronik team. Eos occurred.